Event description:
It was reported that during a device change out procedure, an insulation abrasion was noted on the left ventricular lead via fluoroscopy. The lead remained implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.